Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator underwent a procedure to explant the device as there was a possible device header issue. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator underwent a procedure to explant the device as there was a possible device header issue. A new device was implanted and remains in service. No additional adverse patient effects were reported.